Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim, discolored and difficult to read. A test screen was inserted and was found to function properly. Unrelated to the display issue, evaluation revealed a cracked battery compartment. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The battery cap was not able to fully tighten due to the cracked battery compartment. A power loss was not observed during testing. A leak test showed a leak at battery compartment crack. Also unrelated to the display issue, the vibration motor was found to be responding intermittently; the vibrator motor pins were observed to be misaligned. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored. The vibration motor pins were found to be misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.